Manufacturer narrative:
Further analysis was performed when the product was returned to a different site for repair. This analysis found that the programmer failed common mode wrist testing due to the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board being loose. As a result the lem board was replaced and calibrated. The hard drive was then reconfigured and software was reloaded and updated. It was also noted that the system fan was noisy, so the system fan was replaced.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus assembly was broken. As a result the stylus assembly was replaced. (B)(4).

Event description:
It was reported that when the stylus touches the screen it does not work and there is no reaction from the screen. The programmer was returned for servicing. No patient complications have been reported as a result of this event.